Event description:
Customer reported device = 505 mg/dl about 7 pm. Customer went to the hospital due to concern for the high result. Hospital device = 355 mg/dl within one hour. Hospital treated pt with a saline solution and oral diabetes medication was changed. No controls used. A request was made for return product and replacement product was sent.